Manufacturer narrative:
(B)(4) the peritonitis occurred on an unspecified date in (B)(4) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as "sometimes performed pd therapy without washing hands and wearing mask" the patient was hospitalized for the peritonitis event. The patient was treated with ceftazidime (dose, route, frequency and duration not reported). On an unreported date the same month as admission, the patient was discharged from the hospital. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was recovered from this peritonitis event. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.